Manufacturer narrative:
Product complaint#: (B)(4). Device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: do you have any photos available for visual analysis? No further information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic right hemicolon surgery on (B)(6) 2022 and suture was used. The connection part between the needle and the suture was broken at the 1st stitch of interrupted suturing on dermis. The package and the product were discarded. Another product was used without any problem. No adverse patient consequences were reported. Additional information was requested.